Event description:
Approx 1 3/4 hours into hemodialysis treatment, a leak occurred in the pump segment of the bloodline in use. Pt was administered oxygen and a new bloodline was set up for continuation of treatment. MDR is filed for estimated blood loss between 20-100cc. No pt injury or need for medical intervention is reported.